Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported merlin.net transmission showed non-sustained lead noise episode due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were recommended.